Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced syncope due to loss of capture on the right ventricular (rv) lead. It was noted the threshold has risen in the last four months. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.